Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient mentioned that the circumstances for stim shutting off are unknown and that they received a belt and a recharger.

Event description:
It was reported that the patient had been having issues charging their implant and that the issue had been happening forever, about 4 years now. Caller stated the patient would not move at all because if they do, they had to restart the charging process all over again and the stimulation turns off automatically. Agent reviewed the use of the white button on top of the controller; which the caller/patient denied having to do with the automatic shutting off of the stimulation. During the call, caller was already charging the implant and controller battery was at 100% and the implantwas at 30%. Caller added that the patient was starting to feel the stimulation. Agent reviewed battery information to caller. Agent then walked caller through resetting the controller. Caller verified no visible damage to the recharger, controller battery compartment, or to the controller port. Caller reconnected the recharging antenna and made sure that the solid part was over the implant. Caller confirmed the controller won't past the looking for device screen and added that even though the patient would not move the screen will go back looking for device. During the attempt to charge the implant, the controller went down from 100 to 60 to 50 but the implant stayed at 30%. A request was sent to the repair department to replace the recharger. Caller mentioned the patient was suffering from back issues and was referred to their managing healthcare provider.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID: 97755, serial# (B)(6), product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.